Event description:
It was reported that a closed reduction under general anesthesia was performed due to recurrent subluxation of tibial component.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, (B)(4): details regarding the patient¿s weight bearing status, medical history, bone quality, fall/trauma history, x ray images, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported subluxation cannot be confirmed but is likely due to the joint instability which led to the revision (B)(4). However it was documented ¿the mechanism of the injury can only felt to be due to marked hyperflexion of the knee with distracting force resulting in the post becoming horizontal and jumping beneath the transverse bar of the box. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information, surgical procedure/post-operative car e review, device labeling (including technique guides, ifus, etc.) Conclusion: (B)(4): details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, x-ray images, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported subluxation cannot be confirmed but is likely due to the joint instability which led to the revision (B)(4). However it was documented ¿the mechanism of the injury can only felt to be due to marked hyperflexion of the knee with distracting force resulting in the post becoming horizontal and jumping beneath the transverse bar of the box.¿ approved by (B)(6), md (B)(6) 2019.